Manufacturer narrative:
The device involved in this MDR report is not approved in the united states, however, it is similar to a device manufactured by sorin that was cleared, or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2014, and connected to an atrial and right ventricular leads that were already implanted since (B)(6) 2007. During a standard follow-up on (B)(6) 2020, atrial lead impedance was saturated at 3000 ohms, whereas the pacing threshold and p-wave amplitude were within normal range. A chest x-ray was performed, and did not reveal any damage on the lead. The pacing mode was programmed in vvi and the patient was kept under observation. The tachycardia therapy parameters were only programmed for the vf zone.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2014 and connected to an atrial and right ventricular leads that were already implanted since (B)(6) 2007. During a standard follow-up on 01 december 2020, atrial lead impedance was saturated at 3000 ohms, whereas the pacing threshold and p-wave amplitude were within normal range. A chest x-ray was performed and did not reveal any damage on the lead. The pacing mode was programmed in vvi and the patient was kept under observation. The tachycardia therapy parameters were only programmed for the vf zone.

Manufacturer narrative:
Preliminary analysis results confirmed the observed high atrial lead impedance measurements. Their root cause could not be confirmed with certainty based on the available data. They could have resulted from an atrial lead issue and/or a lead-ICD connection issue at the atrial level.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2014 and connected to an atrial and right ventricular leads that were already implanted since (B)(6) 2007. During a standard follow-up on 01 december 2020, atrial lead impedance was saturated at 3000 ohms, whereas the pacing threshold and p-wave amplitude were within normal range. A chest x-ray was performed and did not reveal any damage on the lead. The pacing mode was programmed in vvi and the patient was kept under observation. The tachycardia therapy parameters were only programmed for the vf zone.